Event description:
It was reported that the battery would not charge. It was reported there were no effects to the patient. The battery was returned and product analysis results were the battery passed external visual inspection but failed functional testing due to a faulty electrical component.

Manufacturer narrative:
Pump remains implanted, battery received by manufacturer on december 03, 2014. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Pump remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the battery related to the event was not charging. There was no reported patient injury as a result of this event. The battery ((B)(4)) was returned to the manufacturer for evaluation. The returned battery passed visual inspection but failed functional testing as a result of exhibiting early depletion of cell pair #3, which caused the cell pair voltage to drop below the minimum voltage threshold of 2.8 volts. The mostly likely root cause of the reported "not charging" event may be attributed to faulty lishen internal cells within the hvad battery pack. Heartware has opened an internal investigation to evaluate these types of issues. Z-1607-2014. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Device evaluation ((B)(4) received (B)(4) 2014) battery - (B)(4) -1650- expiry date: 04/30/2015. (B)(4).